Event description:
It was reported prior to the starting of da vinci assisted surgical procedure, an error 48100 was observed. The customer removed the cables from the back of the vision side cart (vsc) and restarted the system; however, the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During the fse inspection, the digital video interface (dvi) to high-definition multimedia interface (hdmi) cable connected to the c-sats monitor was found to be damaged, which caused the reported error. The fe informed the customer that the cable will need to be replaced in order to use the c-sats device with the da vinci system. Only the tower was provided for service, and no parts were replaced during this visit. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a damaged dvi-to-hdmi cable associated with third-party c-sats equipment, which resulted in intermittent or failed signal transmission.

Event description:
Refer to h11 for follow-up information.